Event description:
It was reported that the patient presented for unrelated procedure. During the procedure, it was discovered that there was insulation damage on their right ventricular (rv) lead. Therefore, the physician elected to cap and replace the lead on (B)(6) 2021. The patient was in stable condition after the procedure.